Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was replicated. The probable cause is due to the degraded downstream occlusion(dso) sensor. Additionally, the dso seal was degraded. Both the dso seal and sensor was replaced.

Event description:
It was reported that there was a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.